Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was undergoing a tonsillectomy, and a magnet was placed over the patients ICD. During the procedure, the cautery was oversensed and the magnet reversion was intermittent which led to inappropriate detection and therapy. The stored egm confirmed the inappropriate tachy detection was caused by emi.